Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it was presumed that the grasping section was closed without grasping any tissue (including after tissue resection) while the output was activated, leading to wear of the tissue pad. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: "drawing number and revision number of IFU: rc2058 10. Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ·to prevent injury to the surgeon, surgical staff, and/or patient due to accidental activation, do not leave the sonicbeat in contact with the patient or a flammable object, such as a drape, while not in use. Also, do not leave the instrument in contact with a tissue, the patient, or a flammable object, such as a drape, after the output has ceased. Otherwise, unintentional burns of the surgeon, surgical staff, and/or patient, or a fire hazard may result. Be sure to perform the preparation and inspection described in this chapter before use. Also, inspect the ancillary equipment to be combined with the sonicbeat instrument according to the instruction manuals for the equipment. Should any irregularity be observed with the sonicbeat instrument, do not use it. Inspect it as described in chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. If the irregularity is still not resolved after troubleshooting, contact olympus. Using the sonicbeat instrument while any irregularity is observed may cause malfunction and may injure the surgeon, surgical staff, and/or patient." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic surgical instrument tissue pad at the tip melted during an unspecified procedure. Nothing fell off inside the body. There were no reports of patient harm. The procedure was completed by replacing it with a similar device with no surgical delay.